Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that before use of the bd safetyglide¿ needle only, 21 g there was foreign matter on the needle. It was reported by the customer that she informed lot #2147696 product # 305917: c#715573, ref#(B)(4) , imf#55222, 21g 1 ½, in safety glide needle with plastic particle on the needle. Third instance in ~3weeks (two found same day on (B)(6) 23) where a plastic particle was noted on the tip or on the side of the needle upon uncapping the needle prior to administration of medication by provider. Contaminated needle with foreign body attached. Unsafe for patient use.

Event description:
It was reported that before use of the bd safetyglide¿ needle only, 21 g there was foreign matter on the needle. It was reported by the customer that she informed lot #: 2147696 product #: (B)(4), c#: (B)(4), ref#: (B)(4), imf#: 55222, 21g 1 ½, in safety glide needle with plastic particle on the needle. Third instance in ~3weeks (two found same day on (B)(6) 2023) where a plastic particle was noted on the tip or on the side of the needle upon uncapping the needle prior to administration of medication by provider. Contaminated needle with foreign body attached. Unsafe for patient use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.